Event description:
The facility reported to baxter that an intermate lv 100 device was found to be leaking from the blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered while the device was being stored in a refrigerator. The device was filled with a 200ml solution of vancomycin and normal saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.